Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure with two gore® tag® thoracic endoprostheses (tgt3110/7184939, tgt3410/7357118) using a gore® introducer sheath with silicone pinch valve (ts2230/7374021) to repair a thoracic aortic aneurysm. Intra-procedure imaging revealed a dissection of the left external iliac artery. The physician reported it was related to sheath. A stent (manufacturer unknown) was implanted was then performed to repair the dissection. There were no other issues, and the physician concluded the procedure. The patient tolerated the procedure.